Manufacturer narrative:
Our investigation into the complaint has now concluded. A relationship between the device and the reported incident could not be established. The returned pump was evaluated and performed as expected. We are unable to determine a root cause for the reported issue as no fault was found with the returned device. A batch record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue.

Manufacturer narrative:
Our investigation into the complaint has now concluded. Visual analysis and functional evaluation could not be performed as no samples or photographs were provided, as such, the reported failure mode could not be confirmed. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. On this occasion we are unable to identify any issues that may have caused or contributed to the reported failure mode. Should the device or additional information become available, this complaint will be reopened and reevaluated.

Event description:
It was reported that the dressing does not work properly. The customers detected a leak despite the change of the battery. No patient harm reported.